Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they still were having stimulation in the wrong area. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer (con). It was reported that the patient didn't present to the hcp. On (B)(6) 2017, the patient reported that the cause of the unit not working and stimulation issues was not determined. They changed the settings from 2.3 to 1.2.

Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that something happened and the patient did not know what was going on with their unit. The patient stated they had a stimulator implanted on the left hip for their bladder. The patient stated that they were getting stimulation down the right leg to the buttocks and to their private part. The patient confirmed they had tried increasing and decreasing stimulation and at the time of the call had stim turned down to 1.2v on program 2 and wasn¿t feeling stimulation. The patient noted the only time they felt stim down the right leg was when they increased stim up 2 numbers. The patient stated that when it was installed everything worked right. The patient mentioned that one time they felt the stimulation was coming from the battery pack itself, and they could feel the battery pack staticing like it was trying to send the signal. The patient stated that they were not feeling that right now and they didn¿t feel stim at all and didn¿t unless they increased stim up a bit. The patient was not getting a 50% or greater relief and got more diarrhea. The patient stated their healthcare provider did not give them instructions about changing programs. The patient stated the last time they saw their healthcare provider, about 6 weeks before the report, their unit did not work and that started 3 or 4 weeks before their appointment. The patient stated that the morning they saw their healthcare provider was the first time it had worked down the left leg like it was supposed to since it stopped. The patient noted about 4 days after the appointment was when it stopped working on the left side and started going down the right leg. The patient was redirected to their healthcare provider to discuss changing programs. The patient also noted having a cold while on the call. No further complications were reported.